Event description:
It is reported by dcm, customer's mother stated that reservoir is leaking. Customer's blood glucose reading is 194 mg/dl. There is insulin in the reservoir compartment. Dcm stated that the current reservoir has a broken pieces near pcap and the bottom part of the reservoir is chipped. Dcm to dry reservoir compartment with tissue, no cotton swab available. All programming is correct. Advised to monitor insulin pump. Mother wants insulin pump replaced. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.